Event description:
It was reported that a pump declared an alarm during the loading process, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge with technical support's guidance but encountered the same cartridge alarm issue. Consequently, a replacement pump was provided by technical support.